Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device is not working like it did for the first 6-7 weeks of implant. The patient was told by the hcp to reach out to a manufacturer representative (rep) to see if they can be at his appointment on (B)(6) 2018 for programming. The patient said the device is not controlling the pain like it used to. The patient felt it was hit or miss and he feels like it does not work to control the symptom 80% of the time. The patient said he might want the device taken out if it continues to not work for him. A fall was reported. No further complications were reported.